Event description:
Patient was diagnosed with horner's syndrome post-vns implant. Neurosurgeon indicated that the horner's syndrome was caused by the vns implant, but that the patient seems to be improving. The pt's device was programmed to on at office visit. Begining 5 days later, the patient was reportedly experiencing shortness of breath, vomiting, blurred vision and vertigo. The patient was seen by a neurologist who placed the magnet over the device to temporarily discontinue stimulation, but the patient continued to experience aforementioned symptoms. Treating physicians at that time concluded that the patient's symptoms were related to a viral illness and administered shots of vioxx and phenergan. 24 days later, all of the patient's symptoms had reportedly cleared. It was later reported that the patient was diagnosed with horner's syndrome.